Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and that during the index procedure, the physician experienced difficulty retrieving the filter/unable to engage the filter into the capture sheath. Another filter was used for the procedure. A precise 8 x 30 stent was successfully deployed in the ostial left internal carotid artery (lica) target lesion. The procedure was completed successfully. The residual stenosis was 30%. There was no reported patient injury. The patient was discharged two days after the procedure. The patient was symptomatic for the index procedure. The ostial lica target lesion was reported to be: an 80% stenosis, 22 mm. Length, 4.42 mm. Reference diameter, moderately calcified, concentric, mildly tortuous, and eccentric/ulcerated. The lesion was pre-dilated. The residual stenosis was 30%.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(6) study indicated that the patient was enrolled in the study and that during the index procedure, the physician experienced difficulty retrieving the filter/unable to engage the filter into the capture sheath. The retrieval catheter was advanced over the wire up to the filter, but instead of collapsing the filter struts, the recovery catheter tip crinkled up and would not advance over the filters struts. The md had trouble advancing the recovery catheter through the precise stent that was just placed. It kept getting caught on the stent. Eventually he was able to get through the stent, but then it wouldn't capture the filter. There was no debris in the filter upon removal. He had to switch out to another catheter to remove the angioguard. There was no reported patient injury. The product was returned for inspection. One non sterile angioguard rx was received accompanied of a capture sheath, both coiled inside of a plastic bag. The filter basket was received deployed without any visual damage. The coil tip presented no visual damage. The capture sheath presented a kinked condition at the proximal end. The delivery wire presented a bend at the distal end. No other visual damage was found. The delivery wire and the capture sheath were inspected under a microscope and the damages were confirmed. Functional analysis was performed successfully despite the capture sheath and delivery wire damages. The filter basket could be captured without any problem. (B)(4). The reported failure by the customer as 'capture difficulty-unable to' was not confirmed during analysis. The capture of the filter basket could be performed without any difficulty. The cause of the damage found during the analysis could not be conclusively determined. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported; neither the product analysis nor the DHR review suggests that the failure could be related to the angioguard manufacturing process; therefore, no corrective action will be taken at this time. It is likely that the repeated device interaction between the precise stent and the capture sheath temporarily distorted the capture sheath enough that the filter basket could not be drawn back into it. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction and is not related to a product quality issue.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.